Event description:
The biomed department staff at this facility has experienced a number of issues with hill rom products. The following is a description of the various issues. 1. Model p3200d00035-mattress issue-this is a low air loss mattress that is used on the hill-rom versacare bed. When a mattress has a leak, the blower motor will turn on and off continously, causing the patient to have to listen to this noise for extended periods of time. Also, some patients have reported "it feels like they are laying in a hole or that their backs are on the frame". If a mattress has a leak and the bed is unplugged for a long period of time, the mattress could get as low as the frame in that particular area making it difficult for patients to get out of bed which causes pressure to be placed on the side finger bladders. The leaks are most frequently occurring from blown finger bladders. A second issue seen with this model is torn topper foam. 2. Model p3200j000122 (versacare bed without low air loss). This particular model comes with a p500 mattress surface that has its own cover to keep it from tearing. The finger bladders are also leaking sometimes within three months of receipt of the bed. 3. Model p3200j000380 (versacare with low-air loss) has a separate hose that runs from the motor to the top mattress; this blower is extremely loud and constantly runs. Hill-rom has reported there is no way to turn this particular blower off. Patients complain about the noise level of this blower. The hose running into the mattress always has a kink in it due to it's design, causing strain on the blower motor. Initially, hill-rom responded they would replace all motors on these model beds and re-route the hose once the blower motor malfunction code was received. 4. Model p3700b000009 (affinity 4 labor bed) - the issue with this model is the stow and go functionality. Nurses are having difficulty lifting off the foot section mattress during deliveries. There is a plastic hook attached to the bottom of the mattress that makes contact with latches that are securing the foot section. When pulled out, this hook unlatches the foot section allowing it to be removed. We have noticed the latches are knocking off pieces of the hook causing the latches to go under the hook. One patient was required to deliver off the side of a bed due to the inability to remove the foot section. Hill rom did respond and sent a technician to the facility to address this issue. The facility was instructed to continue replacing the hooks per the warranty. 5.model p1900n006970 (total care sport)- this facility currently has a total of 16 of this model bed with various issues reported involving the side rails, mattress tears (a plastic piece inside the mattress caused a tear in the mattress cover), gui lost communication code issues (this is a constant code alarm that requires a reset) and various other repair issues. Hill rom is working with the organization to resolve these issues.